Event description:
Procedure type: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received alleged outcomes attributed to device include pain, urinary problems, recurrence and dyspareunia. February 2008 underwent prolift/tvt-o implantation and revision for pelvic organ prolapse/occult stress urinary incontinence, procidentia. May 2008 underwent tvt-o implantation and revision for stress urinary incontinence. Intrinsic sphincter deficiency.